Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: fulkerson, e., tejwani, n., stuchin, s., and egol, k. (2007) management of periprosthetic femur fractures with a first generation locking plate. Injury international journal of the care of the injured, 38, 965-972. This study reviewed a consecutive series of twenty-four patients with an age range of 41 to 95 years, with a mean age of 69.4 years. Patients had sustained fractures associated with a well fixed total knee prosthesis, a total hip prosthesis or both. All patients underwent fixation via percutaneous insertion techniques with a first generation locking plate and screws (liss-less invasive skeletal stabilization system). Three patients had fractures distal to a well-fixed total hip prosthesis, eighteen fractures occurred above a well-fixed total knee femoral component, and three were interprosthetic. This report refers to a (B)(6) man with a total knee implant and a supracondylar fracture was revised to a total knee arthroplasty. Fracture was healed, but implant became loose. This is report 2 of 7 for (B)(4). This report is for an unknown less invasive skeletal stabilization (liss) plate and locking screw system.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown less invasive skeletal stabilization (liss) plate and locking screw system/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.